Event description:
Customer reported an abo discrepancy on galileo. A patient sample resulted as o positive. The patient is a historical a positive and previously received 2 units of a positive red blood cells.

Manufacturer narrative:
Aborh was testing performed on an in-house galileo with in-house donor samples of known abo/rh types and the customer's returned sample, using retention anti-a, lot 101682, and anti-b series 3, lot 203236. A1 referencells, lot 111655, and b referencells, lot 113655, were used for reverse group testing. All in-house donor samples typed as expected. The returned sample was interpreted as a positive, as expected.